Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported clip deployed on the distal end of the device was confirmed. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported clip deployed at the distal end appears to be related to deployment of the device within the calcified vessel. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 6f sheath, terumo standard .035 guide wire, implanted omnilink elite stents (x2), heparin. It was reported that the starclose se device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the starclose se device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a kissing stent interventional procedure. Reportedly, the starclose clip did not capture the artery and was attached to the starclose se device when it was removed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot.